Manufacturer narrative:
D2a common device name - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The aneurysm was located at the tortuous anatomy. The anatomical location of the treatment site was unruptured aneurysm of internal carotid-posterior communicating (ic-pc) artery. Other devices used in the procedure in conjunction with the subject device were catheter, microcatheter, guidewire, balloon catheter, sheath 6.0fr/90 cm. The rotating hemostasis valve (rhv) of the delivery catheter was not tightened prior to system induction but the rhv of the delivery catheter was properly loosen during stent deployment. There was no friction with the guidewire during system guidance. The system was able to be advanced to the target site. After stent placement, it was verified that the stent was fully dilated along the vessel wall. The subject stents performed as intended. There were no difficulties encountered during the applicable procedure that could have contributed to the reported event. Delayed rupture of the flow diverter (fd) meant delayed rupture after the placement of the flow diverter. In the physician's opinion, the cause of the treated aneurysm to rupture is unclear, it¿s unclear whether this is secondary to thrombo-therapy at medication due to an occluded a1 or a delayed rupture of the fd. The physician stated there was no causal relationship of the adverse events with the stents and does not allege any malfunction or nonconformance against the device. There is no update on the status of the patient so far. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel occlusion¿ and ¿patient aneurysm rupture¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that few hours after subject stent procedure, vessel occlusion was observed, drugs were administered, and the treated aneurysm became ruptured. According to the physician there is no causal relationship with the subject device and has recognition of possible complications of flow diverter procedures in general. No further information is available.

Event description:
It was reported that few hours after subject stent procedure, vessel occlusion was observed, drugs were administered, and the treated aneurysm became ruptured. According to the physician there is no causal relationship with the subject device and has recognition of possible complications of flow diverter procedures in general. No further information is available.